Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient was revised due to deep infection.

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2014. Patient suffered infection and prosthesis was revised with spacer implantation on (B)(6) 2015. (Investigated in (B)(4)). The spacer was removed and gts stem size 1 was implanted on (B)(6) 2015. On (B)(6) 2018, the patient had an infection at the prosthesis site which was treated by a revision of both gts stem size 1 and exceed cup on (B)(6) 2018 (investigated in the current complaint). The revised stem and cup were replaced with another stem and a double mobility cup. No additional patient consequence were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Age at time of the event : not communicated. The relationship between the product and the reported event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. The review of the sterilization certificate can't be performed. 3 similar complaints (including the current complaint) have been recorded regarding a "revision due to infection" on gts femoral stems (all references) since one year. According to the available data, the exact root cause of the event could not be determined. However, note that an urinary tract infection following a prostatic lesion before the prosthesis infection was reported. This could be a contributing factor of the patient prosthesis infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number was not communicated.